Manufacturer narrative:
Other applicable components are: product ID: 8709sc, lot# n269770001, implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump for intractable spasticity and post spinal cord injury. The date of the event was unknown. It was reported that therapy was progressively decreasing. A dye study was scheduled for (B)(6) 2016 and physician was unable to aspirate catheter. The patient was referred to neurosurgery for a catheter replacement and possible pump replacement. The issue was not resolved. (Omitted information related to (B)(4): pump replacement; (B)(4): infection).

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump for intractable spasticity and post spinal cord injury. The date of the event was unknown. It was reported that therapy was progressively decreasing. A dye study was scheduled for (B)(6) 2016 and physician was unable to aspirate catheter. The patient was referred to neurosurgery for a catheter replacement and possible pump replacement. The issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.